Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer complained on (B)(6) 2021 the pump alarmed pump error 15 and pump error alarm. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 15 or pump error 53 alarms noted during testing. Unit successfully download to thumps. No pump error 15 listed in the pump history download. However, the formatted history file confirmed the pump alarmed pump error 53 alarm (line number 691 file number 222) on (B)(6) 2021 20:38:51.000, problem isolated to the electronic assembly as per global logic analysis (esf3470387). No moisture damage noted to electronic assembly or motor assembly per visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No pump error 15 noted during test or listed in the pump history download. The formatted history file confirmed the pump alarmed pump error 53 alarm (line number 691 file number 222) on (B)(6) 2021 20:38:51.000, problem isolated to the electronic assembly as per global logic analysis (esf3470387). (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.